Event description:
On 3/25/93, a 47 year old female, who had some 20 years prior undergone augmentation mammoplasty; presented to mount sinai medical center's ambulatory surgical facility diagnosed with: bilateral severe breast deformity secondary to prior subcutaneous mastectomy and reconstruction. She underwent surgery for removal of bilateral ruptured silicone implants with extruding silicone. The patient was discharged in stable conditioninvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.